Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: rep confirmed that scrub tech showed him at end of case that the jaws of device were damaged and not closing properly. He also said the device was fired and unformed clips were deployed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier did not fire correctly. No clips were deployed properly so the device was pulled out of the patient. The device looks broken and no clips will deploy correctly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.